Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product received. Visual review shows no damage to the constraining ring. Liner shows deformation damage and burrs on anti rotation scallops from attempted implant. Nicks and scratches were noted to both inner and outer spherical surfaces. No other damage was noted. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner was driven into the shell, but it was unfixed and dislodged. Back up product was used. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.